Event description:
Pt uses intrathecal baclofen through medtronic pump, pump was refilled. Pt spouse called the next day and stated pt was lethargic/slurred speech/pt sent to hosp. Pump settings were verified as correct, baclofen was removed from reservoir and replaced. Pt markedly improved.